Manufacturer narrative:
Upon disassembly, it was discovered that the bearings were worn. Preventative maintenance was performed on the device and it was returned to the user facility.

Event description:
The micro oscillating saw was returned for service. Upon eval at the manufacturer, it was found to run without user activation. There was no pt involvement, and there were no user injuries or adverse consequences.